Event description:
Adverse event(s): "no patient impact reported" (no consequences or impact to patient). Product problem(s): "dull blade" (dull). The customer reported that the surgical blade was dull. No patient impact was reported. Additional follow-up information was requested.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 175 mg/dl (advantage) and 84 mg/dl (aviva) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the aviva system. (B)(6).